Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014: patient underwent a right rtsa with a depuy implant, global unite and delta xtend secondary to a humerus fracture. Patient also had open reduction bone grafting and cleaning out of synovial pseudarthrosis performed. No intraoperative complications. Cement manufacturer not specified. On (B)(6) 2015: the patient was seen for the first time postoperatively. The surgeon¿s notes reveal that is due to the patient having a port placed for dialysis and some mental status changes. Upon physical examination, the humeral shaft nonunion is completely healed, however, the right humerus is determined to be dislocated medially; it does not move at all, the patient does not report pain and he is able to function within functional limits. No treatment indicated and follow-up again in three months. Pmh: rotator cuff tear, synovial pseudarthrosis, coronary bypass grafting. Doi: (B)(6) 2014 (rtsa). Doe: (B)(6) 2015 (follow-up).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. Visual examination of the provided images confirmed the reported event. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.